Manufacturer narrative:
This complaint is reported based on limited info. A follow-up report will be filed when more info becomes available.

Event description:
Customer requested a part for replacement. Part on back order. No pt info at this time.